Event description:
The customer reported that the device was not providing seals that were as consistent as those he had experienced in the past. Several minutes after a seal was completed, oozing was seen on the adnexa and the surgeon resealed the tissue. Another instrument was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). (B)(4). The sample has been requested but to date the incident sample has not been received for the eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.